Event description:
Customer reported obtaining erroneously low sodium (na) results generated on the au680 clinical chemistry analyzer for multiple patients. The customer repeated the samples on an alternate analyzer - the abbott I-stat and obtained higher na results within the normal reference range for the patients. Two of the patients also demonstrated erroneously high chloride results which when repeated on the I-stat were lower and within the normal reference range. No erroneous results were reported outside of the laboratory. There was no effect to any patient treatment associated with this event. Customer reported that control (qc) recovery was noted as high for all electrolyte assays on the day of the event.

Manufacturer narrative:
Although a service visit had been initiated by customer technical support, the customer resolved the issue prior to the arrival of the field service engineer. The customer replaced the ion selective electrode system's (ise) reference electrode to resolve the issue.